Event description:
It was reported that two right ventricular (rv) epicardial leads had high thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead was performed only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071-53 lead implanted: (B)(6) 2014. (B)(4).